Manufacturer narrative:
Summary evaluation: evaluation of this event cannot be performed because the device was not returned to howmedica leibinger gmbh. The device was discarded at the hosp.

Event description:
Twist drill broke and remains in pt's mandible. There was no adverse consequence to the pt or surgical delay.